Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The device associated with this report was requested back for eval, but it has not yet been received.